Event description:
It was reported that a vns patient underwent full replacement surgery on (B)(6) 2016. The generator was replaced due to battery depletion. It was reported that the lead was replaced due to severe fibrosis which caused high impedance. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1285 ohms. It was reported that high impedance was discovered on (B)(6) 2016 during a routine follow-up visit. As reported, it was first thought to be caused by a lead break but it appeared, during the surgery, to be due to fibrosis. It was reported that the explanted devices could not be returned to the manufacturer. Therefore, no analysis results could be provided. No additional information was provided to date.